Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle broke from the hub during puncture of the subclavian vein. There was no patient injury. A new device was used , and the procedure was successfully completed.

Event description:
The customer reports that the needle broke from the hub during puncture of the subclavian vein. There was no patient injury. A new device was used, and the procedure was successfully completed.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a used introducer needle. The needle cannula appears to have separated directly adjacent to the needle hub, but it cannot be determined without the sample to microscopically evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "perform skin wheel with desired needle". The IFU also states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locate needle and syringe)". The report of a broken needle cannula was confirmed through complaint examination of the customer supplied photo. The image showed the needle cannula broken directly adjacent to the needle hub; however, the actual complaint sample was not returned for evaluation. The device history records did not reveal any relevant findings. The probable cause of the broken needle cannula could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.